Event description:
Device malfunction: difficult to remove device. Time of malfunction: during closure procedure. Symptoms/ae: none. It was reported that a physician, who is trained in the use of the starclose device, achieved femoral arteriotomy closure after a diagnostic procedure. Post deployment, the device was stuck and difficult to remove. The device was removed and hemostasis was achieved with light manual compression. There were no patient adverse sequelae. Though requested, no add'l information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not provided; therefore, a device history record review could not be performed.